Event description:
The report from the affiliate indicated that nine (9) days after te index procedure, the pt complained of chest pain. The pt had two cypher stents implanted in the index procedure. Coronary angiography demonstrated thrombus in the distal stent and distal to that stent which was in the mid right coronary artery (rca) - lesion #1-1. The other implanted cypher stent was not implcated in the adverse event (ae). An emergent percutaneous coronary intervention (pci) was done at that time. The sub acute thrombosis (sat) was treated by aspiration of the thrombus, and percutaneous transluminal coronary angioplasty (ptca) with a 3.25/13 mm balloon. A driver 3.0/24 mm stent was implanted at the distal edge of the cypher stent involved in the sat. The physician's comment regarding the probable cause of the sat was that it probably was due to the stopping of the pt's ticlid (antiplatelet medication). The pt's antiplatelet therapy was: aspirin 100 mg/day and ticlid 200 mg/day. The ticlid was stopped six (6) days after the index procedure and cilostazol 200 mg/day was substituted. The pt is reported to be stable because of medications administered and has started cardiac rehabilitation. The index procedure was an elective procedure. The target lesions were the proximal and mid rca. The lesions were reported to be: de novo, eccentric, heavily calcified, a flexion lesion, not a bifurcation lesion, absent of pre-existing clot, not tortuous, 20 mm in length, and type b2. The lesions were treated first by rotablator. The lesions were then pre-dilated with a 3.0/20 mm balloon at 12 atm for 15 sec. A cypher 2.5/23 mm stent was implnated in the mid rca lesion (lesion #1-1) at 24 atm for 15-30 sec. An additional cypher 3.0/18 mm stent was deployed in the proximal rca (lesion #1-2) at 24 atm for 15-30 sec and was not overlapping the previous stent. The stents were not post-dilated. Ivus was done. The flow pre and post-procedre was timi 3. The residual stenosis was 0%. The pt rec'd heparin 8,000 units during the index procedure.